Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was recaptured on the first attempt as the positioning of 0 millimeters (mm) was not deemed to be acceptable positioning. Upon the second deployment attempt, an infold was observed. An additional deployment attempt was made, however the infold would not resolve, so the valve was recaptured and withdrawn from the patient. Subsequently, an additional pre-implant balloon aortic valvuloplasty was performed, and a non-medtronic 23 mm valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, annular calcification contributed to the infold. A procedural delay occurred due to the time it took to load a new valve.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.